Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force on the insertion flexible tube (ift), the force was also applied to the internal operation channel. We received the defect and conducted the following investigation and repair. Observations: operation channel buckled, bending rubber cut, ccd module disconnected, light guide fiber bundle (lcb) disconnected, u/d pulley wire rupture, r/l pulley wire rupture. Repair: operation channel, bending rubber, ccd module, light guide fiber bundle (lcb) , u/d pulley wire, r/l pulley wire. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Operation channel buckled at biopsy inlet t-piece. Channel perforated, leaky.